Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported the system had a file corruption error message. This error caused the system to fail to boot, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.